Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increasing / high thresholds. The lead was reprogrammed and was later capped and replaced. No patient complications have been reported as a result of this event.